Event description:
"During surgery voyant machine was giving error message and to check equipment. Tried x3 plus re-plugging device in. Error message persisted. Change to new device and error message persisted. Change machine with new device. Was able to get it to work. Then error message returned had to restart machine. Machine reset ready for use. Per surgeon not first encounter with voyant machine".